Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope was not recognized (communication error). The issue occurred at service/maintenance (not in a clinical setting). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, d10, e3, e4, h3, h6, h11. The device was returned to olympus for inspection and the customer alleged failure was not confirmed. However, the following reportable malfunction was identified during the device evaluation: image blackout. A root cause of the customer alleged issue could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: corrosion on plug unit. However, a root cause of the image blackout found during the device evaluation could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.